Event description:
Abbott technical support rep (tsr) contacted abbot on behalf of the customer regarding error jam messages generated from the flexible pipetting center (fpc) used with the human t-lymphotropic virus type I & ii (htlv I/ii) enzyme immunoassay (eia). The tsr requested a visit from abbott field service rep (fsr) to resolve the issue. The fsr performed alignment procedures and other adjustments, cleaning, lubrication and calibration of the instrument and the issue was resolved. The abbott tsr stated she performed specimen diluent verification utilizing the fpc and observed no issues. Additionally, the tsr reviewed customer generated data tapes for the htlv I/ii assay since the instrument was serviced and observed no low flags. About a week later, abbott customer service followed up with the customer who reported no flags were observed for the htlv I/ii assay and confirmed the issue was resolved. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.